Manufacturer narrative:
D4 unique device identifier (UDI) number - this product was manufatured prior to implementation of UDI requirements. H3 device evaluation is not possible at this time as the product has not been returned to the manufacturer. Review of device history records found 45 pieces of this lot were released for distribution on (B)(6) 2014 (20 pcs) and (B)(6) 2014 (25 pcs) with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No conclusions can be drawn, no corrective actions a recommended. Should the product be returned, a follow-up report will be filed upon completion of investigation.

Event description:
It was reported that a posterior cervical procedure was performed in kuwait on (B)(6) 2024. During the procedure the tip broke on one self-retaining driver (37-in-0060) and one fixed angle driver (37-in-0060). The procedure was delayed by three hours while awaiting an instrument and implant set from a competitor. Information provided indicates that no patient harm resulted.